Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. During troubleshooting it was determined that the customer needed to replace the speaker. Replacement of the speaker will resolve the reported failure.

Event description:
The customer reported that the ventilator's primary alarm failed. The customer reported that there was no patient involvement.